Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during a routine epidural insertion in a morbidly obese patient, a long 17 gauge tuohy needle was required for a moderately challenging epidural placement. When the epidural catheter was inserted, the distal end was noted to contact the non-sterile portion of the prepped field. In order to prevent a break in the sterile technique, the decision was made to remove the catheter through the tuohy needle and replace it with a new sterile catheter from another lot. Upon withdrawal, moderate resistance was encountered so the catheter was flushed with saline and subsequently dislodged and replaced. At the end of the procedure, the catheter was examined, and approximately 10 cm were missing from the proximal end of the catheter. The fragment of the epidural catheter was left in the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used catheter without packaging was returned for evaluation. Visual examination of the returned sample showed the distal tip of the catheter to be broken off. The coil inside the catheter appears stretched, which indicates that the catheter was pulled. The cut of the jacket matches the geometry of the cannula's inside bevel. The visual inspection concluded that the reported defect could not have happened during the manufacturing process and this event could be attributed to the application. Per the instructions for use (IFU), "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.